Event description:
It was reported that during an implant procedure of a right ventricle leadless pacemaker (rvlp) after releasing, there was microdislodgement of the rvlp and pacing impedance decreased. It was also noted that pacing failure occurred due to an increase in threshold. Difficult implant was thought to be due to patient anatomy issues. The rvlp was not used and the physician elected to complete the procedure with a transvenous pacemaker. There were no patient consequences.